Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of over 400 mg/dl due to infusion set falling out due to weightloss. Customer declined troubleshooting due to blood glucose being stabilized at 130 mg/dl.